Manufacturer narrative:
Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture, "several immune symptoms" and "problems of gland thyroids, pulmonary embolism, fatigue. Osteoarthritis, virus over virus etc" and "mass in the right breast, pain, swelling, and immune problem." The device remains implanted.